Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a white residue was observed to a smiths medical jelco® protectiv® safety i.v. Catheter. It was reported that the catheter was deteriorated, not smooth and was noted to be "peeled" during the perfusion of the patient. Difficulty catheterizing the patient's vein was reported by the staff. No adverse patient effects were reported.

Manufacturer narrative:
Twelve unused jelco® safety i.v. Catheters were received for investigation. A visual inspection of the returned samples showed the presence of slight depression and deformation of the tube. The deformation was noted as being within product specification. The white residue observed by the reporter was medical silicone used to lubricate the catheter, which doesn't pose a risk to the patient. The silicone is biocompatible. The metal needles did not show any defects. As the returned devices were found to be within specification, no root cause for the reported issue could be determined. The complaint was not confirmed.